Event description:
It was reported when the patient underwent surgery for unrelated reasons, and during the post-operation check, multiple inappropriate ams episodes were noted, that showed presence of noise artifact on the atrial and ventricular leads. The ra and rv leads capture, sense, and impedance trends were all stable. The patient has been syncopal and it is unknown if the syncope is correlated with lead noise or patient health condition. It was also noted that the patient had undergone holter monitoring in the past and the physician observed a brief period of vt. Programming change was made on the device, in case the patient is prone to slow vt. The lead remains implanted. Patient was stable and will continue to be monitored.